Event description:
Customer reports strip vial expiration date of 11/2008 while using compact test strips. Manufacturer's record shows strip vial expiration date as 11/30/2007. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.